Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a blank display. The customer stated they had replaced the battery, but their insulin pump would not start for 20 minutes. It was found the customer did not have any corrosion on their battery compartment. Customer's blood glucose wa 11.9 mmol/l. The customer also stated they had replaced their battery cap twice, but the issue persists. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.